Event description:
It was reported that after disconnecting from the ilet for a manual fast-acting insulin injection and reconnecting two hours later, the user experienced hyperglycemia with a blood glucose of 440 mg/dl following a usual lunch of chicken nuggets and french fries; supplies had been changed earlier, the infusion site was dry with no visible leakage, and the caregiver confirmed they had not been connecting long and short tubing before filling, after which they were guided through the correct supply change process and ketone action plan, with plans to disconnect again for a manual injection and reconnect later. Symptoms included hyperglycemia and elevated ketones. Outcomes included no health consequences or impact reported. Investigation included communication with the caregiver and analysis of information provided. Investigation of this case revealed no findings available and insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.